Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified blood vessel. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(B)(6).